Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room to intensive care unit and also hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 around 9 to 10 am. The customer¿s blood glucose level was over 700 mg/dl at the time of hospitalization. The customer gave positive test for ketone and also stated that they were treated with proper correction at the hospital. Customer declined to perform a carelink upload. The customer also stated that sensor was warming up over and over again. Customer did not receive a sensor updating or sensor glucose value not available alert. The customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis.